Event description:
A ventilator was returned to the manufacturer's service center with an allegation the device's audible alarm fails to annunciate. There was no allegation of patient harm or injury. The ventilator was evaluated at the manufacturer's service center and the customer's complaint was confirmed. A cold solder joint on the audible alarm speaker was identified as the cause for the audible alarm failure. The connection was re-soldered to correct the problem. Following the repair, the device passed the quality assurance check-out procedure ((B)(4)) and was returned to the customer.

Manufacturer narrative:
A review of the manufacturer's adverse event database from (B)(6) 2005 to (B)(6) 2009, confirmed there have been no adverse events associated with alarm failures caused by cold solder joints. A review of the manufacturer's complaint database confirmed there have been no customer notifications associated with alarm failures caused by cold solder joints. The manufacturer concludes this is an isolated incident and no further action is appropriate.